Event description:
This is the second incident report regarding the same malfunction. Edwards lifesciences sets-up a specific pulmonary artery(pa) line monitoring tubing system unique for our facility. The tubing was primed and connected to a patient's pa line for hemodynamic monitoring. The tubing malfunctioned and the patient received an approximate 100cc bolus of IV fluids into the pa line. It was noted that the flush line was set-up incorrectly by the manufacturer, with the flush tubing connected to the pressure line.======================manufacturer response for pressure monitoring kit - sterile, pulmonary artery pressure monitoring kit (per site reporter)======================initially the sales representative was contacted by our central purchasing department manager on (B)(4) and notified that our facility had pulled all of the pa pressure monitoring tubing set-ups with the lot # 59033657 due to continued problems with inadvertent bolusing due to tubing malfunction. An inquiry was made as to replacement product and time frame for the product. The sales rep indicated that it would take at least a week for a replacement product to be shipped to us. The rep was notified that the time frame was unacceptable. The materials management administrator was notified on (B)(4) and he attempted to contact edwards lifesciences, but was unable to reach anyone and left voice mail messages regarding our issue. The company responded back late afternoon/early evening on (B)(4). They flew out their clinical service rn on (B)(4) to meet (B)(6) staff. Also, their risk management nurse relayed that a new lot had been built for (B)(6) that will enter sterilization (B)(4) & will be ready to ship on (B)(4). Another type of monitoring tubing was to be sent for arrival on (B)(4). The different type of tubing will require further assessment for how it will commnunicate with our monitor sets, especially if the patient has multiple waveforms.